Event description:
It was reported that during the implant procedure, the device had electromagnetic interference (emi) while being held in the physician's hand outside of the pocket. After the device was inserted into the pocket, no emi was noted and no noise could be induced. The device remains in use. No patient complications have been reported as a result of this event.